Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1482641, was included in the recall.

Event description:
Name of procedure: laparoscopic gastrectomy. Patient status: no patient injury. Intervention: the device was replaced with the new device. Event description: "when loading a clip, the clip was not loaded at first. Afterwards, the clips were not fully fed to the jaws (improperly seated) even when clips were loaded. The device was replaced with the new device." Additional information was received via email on 12jan2024 from [name 1], [position] (entered by [name 2]) "10mm trocar was used. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. It is unknown whether the trigger could be triggered as normal."

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Name of procedure: laparoscopic gastrectomy. Patient status: no patient injury. Intervention: the device was replaced with the new device. Event description: "when loading a clip, the clip was not loaded at first. Afterwards, the clips were not fully fed to the jaws (improperly seated) even when clips were loaded. The device was replaced with the new device." Additional information was received via email on 12jan2024 from [name 1], [position] (entered by [name 2]) "10mm trocar was used. Any pressure was not applied to the trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. A clip was not manually removed as a loaded clip, leaving the feeder exposed. It is unknown whether the trigger could be triggered as normal." According to the additional information above, 'concomitant device' has been updated.